Event description:
E-mail received from the sales rep. Informed that: "vpv - difficult giving confirmation of settings. X-rays were obtained as confirmation". Additional information received from the sales rep. On (B)(4) 201414, informed that: "vpv ¿ difficult giving confirmation of settings. Programming function working properly so no patient was programmed erroneously. As a result- no patient incident to report. The inability to confirm causes the clinician to take an extra step in obtaining an x-ray."

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the examination of the returned vpv programmer did not confirm the problem reported by the customer. The programmer was plugged in and displayed ¿implanted valve please select pressure¿. The programmer was reset according procedure. Different tests were performed in accordance with our internal test method. The functionality of the product was verified. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). The 510k k061876 & k050739. Upon completion of the investigation, a follow up report will be filed.